Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, and cracked lcd window. Unable to performed functional test due to motor error alarm anomaly. Device received without meter. Unable to verify bayer meter rattle. No motor position encoder error alarm in alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the high readings were due to his infusion set. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.